Manufacturer narrative:
PMA/510(k) # k142688. On evaluation of the returned device, it was noted that approximately 8 mm of the top of a needle was returned, it was blunted/damaged. The needle had broken at the notch and the very tip of the needle was not returned. An image was returned for review. One unused sealed device was also returned. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1176023 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the physician was doing a procedure on female to determine a lesion at the tail of pancreas. The first pass was completed successfully. At the second pass the tip of the needle broke while puncturing the mucosa. The tip did not break into the lesion but in the wall. The physician was able to retrieve the tip with a forceps.

Manufacturer narrative:
PMA/510(k) # k142688. The complaint device is awaiting return to (B)(4) for evaluation. On return of the device a lab evaluation will be carried out and the investigation updated. The customer complaint is confirmed based on the customer testimony. As the device was not returned for evaluation, it is therefore not possible to conclusively determine the root cause of this complaint. With the information provided, a document based investigation was carried out. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing record for echo-hd-3-20-c device of lot number c1176023 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the physician was doing a procedure on female to determine a lesion at the tail of pancreas. The first pass was completed successfully. At the second pass the tip of the needle broke while puncturing the mucosa. The tip did not break into the lesion but in the wall. The physician was able to retrieve the tip with a forceps.